Event description:
The patient was revised because of dislocation. Patient's revision operative report was received. The operative report indicates upon revision impingement of the liner, shell, and stem was found. The femoral stem, femoral sleeve, and the acetabular shell were added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The patient was revised because of dislocation. Update: (B)(6) 2013 - patient's revision operative report was received. The operative report indicates upon revision impingement of the liner, shell, and stem was found. The femoral stem, femoral sleeve, and the acetabular shell were added to the complaint. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the srom sleeve as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Medical records, including x-rays were received. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.